Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed several episodes of atrial tachycardia that appears to be possible noise on the right atrial lead. The patient is not known to have retrograde conduction. The patient was recommended to be brought to the clinic and have the lead be tested for possible noise. No further information is available.